Event description:
It was reported the patient was seeing code ¿8476¿ on her personal therapy manager (ptm) and was unable to use it. The patient woke up on the date of the report ¿in so much pain¿ (increased pain). The patient had not heard any alarms. The event logs were checked and showed a motor stall at 0455 on (B)(6) 2015 with no recovery yet. No electromagnetic interference (emi) noted. The type of medication being delivered via the device system was dilaudid and marcaine. Additional information has been requested regarding the cause of the event, troubleshooting and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing, pumphead deformed pump tube .along with the shaft wear found associated with the stall complaint it was also noted that both 1 rev and 3 rev dispense testing under infused and 1 rev had a repeatable odd trace. Destructive analysis was performed and the pump tube was found to have an odd form. It was discolored, the pump tube appeared flattened and the portion nearest to the outlet appeared slightly expanded. Corrected information: results code no longer applicable.

Event description:
Additional information reported the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient's last appointment was on 1(B)(6) 2015.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative that the device was explanted and returned for analysis.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n152391, implanted:(B)(6) 2010, product type: accessory. Product ID: 8731, serial# (B)(4), implanted:(B)(6) 2004, product type: catheter. (B)(4).